Event description:
In late 2008, the pt reported she has been receiving e4 (occlusion) messages on her insulin infusion device since yesterday. She stated her current blood glucose reading was elevated to 400 mg/dl with her target range being 100-120 mg/dl. Symptoms are fatigue and "feeling bad." She stated she has not changed any of her accessories since the e4's started. To troubleshoot, the pt was instructed to disconnect from her infusion headset and bolus 4 units of insulin which went through without errors. The pt changed her headset and stated the headset was not bent. She successfully bolused 15 units of insulin as a correction. Site selection and management were discussed with the pt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.